Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Stent dislodgement may be affected by numerous factors including, but no limited to, handling of the stent during prep, and interaction with the lesion and/or accessory devices. The mini vision's IFU warns "should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit." The stent dislodgement appears to be related to operational context of the device; however, without the sds to examine, a conclusive root cause for the reported device issues cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the lesion was moderately tortuous and heavily calcified. While advancing the ml mini vision stent delivery system (sds), it stuck in guide catheter. The stent dislodged from the balloon, and remained behind inside the guide catheter. It was not possible to pull back the sds; therefore, the devices were removed together. No additional event or patient information is available.